Event description:
It was reported that chronic dislocator, replaced with lateralized liner and +5 femoral head.

Event description:
It was reported that chronic dislocator, replaced with lateralized liner and +5 femoral head.

Manufacturer narrative:
No conclusions could be made as insufficient patient medical records were provided for review. The event was not confirmed. The exact cause of the event could not be determined because insufficient device and patient medical records were provided for review.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.